Event description:
The customer reported that they had "spontaneous, undesired activations."

Manufacturer narrative:
The customer returned four "used" samples sixty seven "unused" samples. All pencils were tested and found to function properly and within all specifications. The cause of the customer's report is inconclusive.